Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "bilateral adenopathies in both armpits, the biggest of 6mm" diagnosed via MRI.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿ crease/folding of implant : unable to confirm as it is a medical event not related to the device. ¿ lymphadenopathy: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "bilateral adenopathies in both armpits, the biggest of 6mm" diagnosed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening in the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the device. Wear abrasion observed in the surface of the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "bilateral adenopathies in both armpits, the biggest of 6mm" diagnosed via MRI. Device has been explanted and replaced.